Event description:
It was reported that a spectrum pump had a broken door latch. It was also reported that there was no related pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device was received inoperable due to a door not fully latched alarm. Review of the event history log confirms that the device alarmed door jammed! Multiple times. The eval found the force required to secure the door above expected levels causing the alarms. This was due to pulled threaded inserts from the front cause which allowed separation between front case and mechanism assembly. As a result, the front case has been replaced.